Manufacturer narrative:
Prior to evaluation the device was interrogated, but communication was not possible. Premature battery depletion was confirmed by analysis. Sensing, pacing, pli, hvli, hv charging, hv delivery and hv shock impedance were tested and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Event description:
The patient presented themselves in the emergency room after experiencing syncope. Interrogation of the device revealed bvvi status. The device was explanted and replaced. The patient is in stable condition.